Event description:
This tip up grasper was returned to me not labeled as to the failure however a cable is visibly broken. There was also a medical device correction sent out (isisa 2024-09c). The UDI# (B)(4) was one of the instruments listed for potential failures. 5/18 lives remain on this instrument. I will send this back for re-imbursement.